Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 76" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "defib fault 72" and "poor pad contact" were observed during the review of device data logs. However, the customer's report of "defib fault 76" was not observed during the review of device history logs and initial testing. Therefore, the device was put through extensive testing including bench hadnling, defibrillation cycling and environmental chamber testing without duplicating the reported problems. An internal inspection of the device and external inspection of the test port and mfc connector found no discrepancies. Therefore, the pacer/defib (pd) engine board was replaced as precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) and accessories were not returned with the device for evaluation. Analysis of reports of this type has not identified an increase in trend.